Event description:
It was reported that patient presented in the hospital on (B)(6) 2017 after experiencing chest pain 2 days after initial device implant surgery. A diagnostic echocardiogram showed that there was a mild pericardial effusion. It was suspected that the right ventricular lead had perforated and led to the effusion. There was no further fluoroscopic testing or device measurements to confirm this. The patient was admitted for revision surgery and both atrial and ventricular leads were repositioned. The following morning a device check was performed and all lead measurements tested within normal limits. The patient was reported to be stable post event.